Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the trocar valve cannula leaked during a vitreoretinal surgery. The surgeon used a plug and the procedure was completed without consequences to the patient. Additional information and product sample were requested for this report. No updates have been received at this time.

Manufacturer narrative:
Three opened trocar hub/cannula assemblies were received for the report of leaking. The cannula/hub assemblies were received in a tray, wrapped in gauze, and separated from the handle/blade assemblies. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and found to be conforming. The final customer lot was identified. A device history record review for the lot was conducted. The product met the products acceptance criteria at the time of the release. The root cause for this complaint is unknown because the returned samples were conforming to specification. (B)(4).